Event description:
The following has been reported: nurse reported: "ivenix tubing did not come with second clamp attached to tubing. This tubing set is supposed to have two clamps attached to the tubing line and this set only has one clamp. The clamp that is distal to the cassette is the clamp that is missing from the set. Replaced the tubing. Tubing was given to infusion center nurses station. Patient harm: no". A preliminary review identified the following issue: missing components (set). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.